Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed motor error. The customer's blood glucose value was 140 mg/dl. Customer tried to fill the tubing and got another motor error. Customer rewound the insulin pump again, primed it until piston reached the end of travel and then rewound and primed, got no delivery alert. The customer reported that the drive support cap was flush. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.